Event description:
Complainant alleged that while attempting to monitor a pt, the device would intermittently not power up. Complainant indicated that there was no adverse effect to the pt, due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.